Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported that the insulin pump had beep anomaly. The customer¿s blood glucose value at time of incident was 289 mg/dl at the time of incident. The customer was assisted with troubleshooting and reported that the insulin pump did not alarmed during self-test. The customer was reported that the insulin pump was running slow during self-test and did not hear beeps when audio volume settings were changed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.